Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tip detachment could not be conclusively determined.

Event description:
During a cardiac catheterization procedure, the tip of the device detached in the patient. While removing a fast cath hemostasis introducer from the vein, resistance was felt and the end of the device detached and migrated to the pulmonary artery. A goose-neck snare was inserted to retrieve the detached tip successfully with no harm to the patient and no extended hospital stay.